Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the patient's diabetes educator that the patient was currently hospitalized for diabetic ketoacidosis. Troubleshooting did not occur; the educator agreed to call back once she learned how to navigate the insulin pump and review the alarm history. No products were returned for analysis.